Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved in the incident was received for evaluation with the cap on the dark blue connector attached and no cap on the patient connector. The sample was visually inspected and it was noted that both of the occluder feet were broken. The complaint was confirmed in the laboratory for broken. A review of all manufacturing batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
It was reported that the pt had their pump removed due to an infection. The medication being delivered via the device was lioresal.

Event description:
Facility reported to baxter a complaint received by their local customer on a minicap transfer set. Reportedly, the inside twist clamp was broken. No cracks/leaks where noted when looking at the transfer set but when twisting open, was described as being all 'crumbled inside'. The patient was admitted to the hospital with peritonitis and treated with antibiotics. The patient had been on peritoneal dialysis for eight months and the transfer set was used for 2 months and 2 days. It was indicated that an alcohol spray is used on the transfer set, when the patient contaminates the set during a procedure. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4).additional information has been received.

Event description:
Additional information received on 09 mar 2010: the patient has recovered from the peritonitis.